Manufacturer narrative:
The pump was returned and visual and functional testing was performed. Extensive accuracy and rate change testing was also performed and no rate change was observed.

Event description:
The pump changed from the primary to the secondary rate. There was no resultant pt complication.